Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the cuvette form assembly including the heat torch. 100 cuvettes were tested without error. If the instrument experiences an input output communication (ioc) error and the cuvette form assembly heat torch is active in the closed position, the heat torch overheats. The heat torch is made of a ceramic material and will not burn or cause a fire. The reason for the heat torch to remain in the "on" state could be because the loss of power to the lab or a brief interruption of power causing the loss of communications. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from the cuvette formation area of the dimension xpand plus with hm instrument. The instrument was powered down. Samples were sent out to a different laboratory for testing. There are no known reports of patient intervention or adverse health consequences due to the event.